Event description:
It was reported that while in the operating room, the intra-aortic balloon (iab) was prepped and the md inserted the super arrow-flex (saf) sheath into the patient's femoral artery. It was reported that the md encountered insertion difficulties while advancing the iab through the saf sheath, however, the iab was placed. After the iab was in place counterpulsation began. For the first five to ten minutes, the intra-aortic balloon pump (iap-0500) alarmed "high pressure." The md removed the iab and the saf sheath, keeping the spring wire guide (swg) in place and another iab was prepped and inserted through a saf sheath without complications. There was no reported patient death or injury. Medical/surgical intervention was not required. It is unknown how long treatment was delayed. There were no reported patient complications. The patient outcome is listed as "out of the operating room and in cvicu."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.